Manufacturer narrative:
Final device analysis results revealed broken bond wires.

Event description:
Hcp reported power on reset, suspected broken bond wires. The implant location was pectoral. The device was explanted and returned to the MFR for analysis.